Manufacturer narrative:
Two (2) additional single-use devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the returned devices. The devices were found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number - 18k037, 19a046, 19c019, 19c035, 19d030, 19d043, and an unknown lot number. Four (4) single-use devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the four returned devices. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 39 </noe> malfunction events. It was reported that at least thirty-nine (39) large volume infusors leaked prior to patient use. Three (3) devices leaked from the red coil cap, one (1) device leaked from the tubing, three (3) devices leaked from the blue winged cap, and at least thirty-two (32) devices leaked from an unspecified location. All the events were identified prior to patient use. There was no patient involvement. No additional information is available.